Event description:
Reported false negative sars result. The customer communicated the result was confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains; unable to determine. Source: phone.